Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Under analysis it was found that the connector pin of the desktop charger was broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations and spinal pain. It was reported that the patient had been having trouble with the recharger for the past few weeks. The patient noticed that the connector pin was loose yesterday. The patient had been in major pain for the past 2 days. The connector pin had broken off and got stuck in the recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.